Manufacturer narrative:
The device was returned for evaluation as part of the complaint investigation. The results of this investigation are still pending, and will be reported to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
Catheter started leaking at hub requiring removal after unsuccessful exchange. Required new catheter insertion.

Manufacturer narrative:
The complaint and returned sample have been submitted to vygon (B)(4), which is where this part was manufactured, for evaluation. Vygon germany reports the following regarding this complaint. The customers' findings are confirmed. The returned catheter had been cut approx. 3.4 cm distal to the wing. When flushing the catheter, a small quantity of leakage could be detected at the junction between catheter and the wing. Microscopic examination showed a small tear at this area (see photo). This damage is typical for a tensile fracture. It should also be noted that the use of alcohol-based disinfectants will exacerbate this type of failure. There is a warning regarding the use of alcohol-based disinfectants in the product's IFU, a special warning leaflet and a note printed on the product's label concerning the use of alcohol based disinfectants. This is the first complaint for batch no. 220615gf and the first for the involved batch of subassembly for the catheter concerning a leakage at that point. As each catheter is flow and leak tested and the catheter worked well at the beginning of treatment a manufacturing fault could be excluded. Corrective/preventative action: no corrective action is required; however, both vygon germany and vygon USA have entered this incident into our complaint logs and will continue to be vigilant for this type of complaint.

Event description:
Catheter started leaking at hub requiring removal after unsuccessful exchange. Required new catheter insertion.